Manufacturer narrative:
Investigation summary: bd received 150 customer returned samples. Visual evaluation of the returned samples did not show any signs of additive abnormality. Additionally, 100 retained samples were visually inspected, and no additive abnormalities were found. Factors that may contribute to ER (platelet count) were evaluated through a clinical study to verify the design of the device met it¿s intended use. Bd was unable to duplicate customer¿s indicated failure (erroneous results-platelet count) because the defect was not evident in the testing of the complaint lot samples. Replicates of both returns and control samples tested were acceptable in terms of both precision and accuracy. Laboratory analysis of returns and control samples demonstrated clinically acceptable performance for all visual observations evaluated. The results of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: erroneous results (platelet count). No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Patient 2 of 5. It was reported after using bd vacutainer® k3e plus blood collection tubes, erroneous results(platelet count) were seen in one patient. No adverse impact was reported regarding the patient or user.

Event description:
Patient 2 of 5. It was reported after using bd vacutainer® k3e plus blood collection tubes, erroneous results(platelet count) were seen in one patient. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.